Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Di not available as product was manufactured on or before september 23, 2014.

Event description:
It was reported that the patient did not feel the patient vibratory notifier after the device's battery reached end of service. Possible premature battery depletion was observed. No patient consequences were reported.

Event description:
New information received indicates that the pacemaker was explanted due to normal elective replacement indicator (eri). The patient was fine after the procedure.